Event description:
It was reported during sterilization process at user facility that system 6 aseptic housing was broken at the hinges and the door was broken off. Which can expose a non-sterile battery to a sterile surgical field. During service at manufacturer it was found that both hinge pins were also missing. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.